Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the iab, the cal key was not recognized. As a result, the iab was removed and a 2nd iab was inserted. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 03 march 2024, should be retracted.

Event description:
It was reported that after insertion of the iab, the cal key was not recognized. As a result, the iab was removed and a 2nd iab was inserted. No report of patient harm or injury.